Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: one 30842e-0006 sample was received without packaging for investigation; residual fluid was detected in the device. An unused connecting fresenius kabi vl st02 sample was also received to assist the investigation. The feedback provided by the customer suggests occlusion was detected during infusion; however it was not clear whether the occlusion was identified when infusing through the smartsite or via the back check valve (bcv). A visual inspection of the returned sample did not identify any obvious damage or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a 50ml bd plastipak syringe to both the smartsite and the female luer of the infusion set and observing for any occlusion; in each instance no occlusion or flow restriction was observed throughout testing. The fresenius kabi vl st02 set was then connected to the smartsite of the extension set and subjected to a short gravity infusion; again, no occlusions or flow restrictions were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 30842e-0006 device in the past 12 months. H3 other text : see h.10.

Event description:
It was reported that the bd extension set were clogged. The following information was provided by the initial reporter: it is the same issue as the previous product. When insulin is attached to the side port, insulin will not infuse. This is only happening sporadically. There was an insulin dextrose infusion yesterday in which this did not occur.